Manufacturer narrative:
Complaint (B)(4): received 10rk and 80pcs 455071p/b240933a for evaluation. Received customer picture. We have no remaining inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. The additive spray pattern was observed to be even and consistent on the tube walls. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Therefore, the complaint could not be confirmed.

Event description:
Customer states when the tubes are spun, the serum is a gel. It's not liquid, it completely gels the serum. These tubes have been inverted 8-10 times, sit between 30-40 mins to clot, and were spun 3 times for 15 minutes that the centrifuge is set for (quest settings at 1600g).